Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a pericardial effusion/ cardiac tamponade which required pericardiocentesis. The physician noticed the effusion post procedure, a pericardiocentesis was performed and 185 cc of fluid was removed. The drainage tube was left in place and the patient was transferred to pacu for observation. The effusion was discovered/noticed via intracardiac echocardiography. The patient required extended hospitalization for observation. The patient was reported to have recovered. The physician did not provide a causality opinion for the cause of this adverse event. A transseptal puncture was performed with the st. Jude brk needle. There was no evidence of steam pop. Irrigated catheter was used and the flow setting were normal settings. Force visualization parameters were dashboard, force, visitag, and ablation index, visitag settings: 2ml/ 3 sec, 25% and force at 3 grams. Ablation: max wattage used: 50 watts, total lesions: 75, total ablation time: 14 min and total fluid: 400 ml. Additional filter used was visitag was respiratory gating. No error messages were observed on the biosense webster, inc. Equipment.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 3/29/2021. The device evaluation was completed on 4/16/2021. It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a pericardial effusion/ cardiac tamponade which required pericardiocentesis. The physician noticed the effusion post procedure, a pericardiocentesis was performed and 185 cc of fluid was removed. The drainage tube was left in place and the patient was transferred to pacu for observation. The effusion was discovered/noticed via intracardiac echocardiography. The patient required extended hospitalization for observation. The patient was reported to have recovered. The product was returned to biosense webster for evaluation. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Originally reported unk pentaray. The device was received on 4/14/2021 and the product information was retrieved. Therefore, updated d10. Concomitant medical products and therapy dates. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).